Event description:
No additional information.

Manufacturer narrative:
Investigation results: a device history record review was completed by our quality engineer team for provided material number 385102 and lot number 4150278. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect, and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified. There are quality controls currently in place to detect this type of defect during the production process. Further action has not been determined necessary at this time. Complaints received for this device and reported condition will continue to be tracked and trended.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd q-syte ext set, luer-lok 6 in micro bore leaked the patient underwent dressing changes for a medium-to-long-term catheter on (B)(6) 2025, due to ischemic-hypoxic encephalopathy. A needle-free closed infusion connector with a septum membrane manufactured by becton dickinson medical devices (shanghai) co., ltd. Was used. After reconnecting the infusion line following the dressing change, leakage was observed at the connector site. Inspection revealed damage to the needle-free closed infusion connector with a septum membrane, which was subsequently replaced.